Event description:
It was reported by a nurse via an x-ray report that a vns pt had an asymmetry of vocal cords, with the left cord in a paramedian position, suggesting a possibility of vocal cord paralysis. The nurse indicated that diagnostics were within normal limits. X-ray images were taken and sent to MFR for review on (B)(6) 2011. The electrodes appeared to be aligned properly. No gross fracture or lead discontinuities could be visualized on the lead portion assessed. Generator could not be assessed in the x-ray due to the lack of images of the chest. Based on the x-rays received there were no anomalies observed. However, due to the lack of images available, the entire lead body and generator could not be assessed.